Event description:
The advocate stated blood tests were run on 2 contour meters for comparison and the readings were 100 and 260mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strip information was not provided but the meter information was given. New meters were sent to the customer.